Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and flail anterior leaflet for a mitraclip procedure. During the procedure, chordal interaction was noted while grasping the leaflets. Troubleshooting resolved the issue and mitraclip was deployed successfully. A second mitraclip xtw was prepared, introduced, grasped, and deployed per instructions for use (IFU). Post-procedure transesophageal echocardiography (tee) revealed a new medial flail, and the procedure was terminated. The patient remained stable, and mr was reduced to grade 2. No clinically significant delay occurred.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.